Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's father was advised to close all applications, charge smart device, insert a new sensor with same transmitter and reattempt pairing process. No additional patient or event information is available.